Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving dilaudid, 5 mg/ml concentration at 0.3 mg/day dose and bupivacaine, 20 mg/ml concentration at 0.124 mg/day dose via intrathecal drug delivery pump for spinal pain. It was reported that overdose occurred. The rep received a call from the emergency room (ER) that patient was sedated and confused, requesting pump be decreased to minimum rate. No environmental/external/patient factors that may have led or contributed to the issue were reported. No diagnostics/troubleshooting was performed. The rep spoke with the hcp who stated pump had been increased a few days prior to this event. ER hcp updated pump to minimum rate. At the time of this report, the issue was resolved and patient status was alive- no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.